Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate antitachycardia pacing (atp) for an atrial fibrillation (af) with high ventricular rates with insufficient matches to the morphology template. Programming changes were made. There were no consequences to the patient.